Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo an ipg revision procedure.

Manufacturer narrative:
Additional information was received that the patients ipg was too deep to charge. The patient underwent a revision procedure wherein the ipg was adjusted. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo an ipg revision procedure.